Event description:
During flushing, prior to use in the patient, leakage was observed in the balloon. The product was not used clinically. There is no information available as to what product was eventually used to perform the procedure. The product has been returned for evaluation and testing. However, the engineering evaluation has not been completed.